Event description:
It was reported the pt's charging sys and programmer do not communicate with the ipg. The pt had last charged the ipg approximately 4-5 weeks ago and had not used the sys as the medication was helping with pain relief. F/u identified the pt stated his sys 'did not work' for approximately two months. The sjm rep confirmed loss of ipg functionality. The pt has other health issues, surgical intervention will be determined pending physician consult.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.